Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, lot# serial#(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a power on reset (por) condition. They were unable to adjust their stimulation with their patient programmer. They were seeing a ¿call your doctor¿ icon and a por message on their programmer. The patient noted that their stimulator stopped so they tried to charge and that is when they saw the por screen. The patient first saw the screen the day prior to the report. The por was an informational por and they were able to clear the por screen and the device was working. There were no patient symptoms reported.